Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a vdw. Connect drive handpiece without ca was involved in 3 file breakages at 3 different patients. This is 1 of 3 reports. The broken parts still remain in the root canal of the patient.

Manufacturer narrative:
2 (two) unsuccessful request for product return have been made and documented. Complaint will be reopened as soon as suspect product arrives per 8000-sop-038 [1]. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.